Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and affect lability ("emotional symptoms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and affect lability outcome was unknown. The reporter considered affect lability and pelvic pain to be related to essure. The reporter commented: in the meantime, I have had follow-up treatments, and the foreign material was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and affect lability ("emotional symptoms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and affect lability outcome was unknown. The reporter considered affect lability and pelvic pain to be related to essure. The reporter commented: in the meantime, I have had follow-up treatments, and the foreign material was removed. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.